Event description:
It was reported that a malfunction alarm labeled as malf 16 occurred, with an associated fault ID of 16-0x20e6. There was no reported adverse impact to the customer's blood glucose level. The customer was informed that the pump needed replacement and was instructed to use multiple daily injections (mdi) as a backup insulin therapy. Tandem technical support confirmed the customer's shipping address and arranged for a replacement pump. They also instructed the customer to deplete the pump's battery before transport and to return the faulty pump within 10 days using a prepaid label and return box.